Manufacturer narrative:
This lead was surgically abandoned and will not be returned. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this chronic right ventricular (rv) lead exhibited low impedance measurements three months ago and triggered the lead safety switch (lss) on the device, changing the pacing mode from bipolar pacing to unipolar pacing. The pacing mode was set back to unipolar and the patient was sent home. Recently the lss was again triggered however all impedance measurements were reported to be within normal limits. It is undetermined if a low or high impedance measurement caused this lss to trigger. The lead remains in service and will continue to be monitored in this non-pacemaker dependant patient. Three months later, additional information was received that this patient experienced pocket stimulation due to an insulation break and a lead fracture which was caused by subclavian crush. A lead revision procedure was performed were this lead was surgically abandoned and a new lead was successfully implanted. To date, no adverse patient effects were reported.